Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is unknown at this time.

Event description:
It was reported by affiliate via complaint submission tool the 4.9 healix adv sp peek ce. The surgeon placed a medial anchor healix advance 4.5mm br with permatape. He pulled out the permacord suture and just stitched the tape through the tendon. He used for the lateral row the healix advance sp peek anchor 4.9mm 228055 itemcode and wanted one suture (2ends) through the anchor from the medial row. We could place the anchor on the humerus and mallet the dilator in the humerus bone. The surgeon applied counter pressure and tensioned sutures individually. The first thread from the anchor was engaged with bone. He holded the blue paddle with one hand and turned the proximal handle clockwise with downward force to insert the healix anchor. After removing the inserter we realized that the tape from the medial row were cutted and is still in the inserter as loaded. The tapes from the medial row were to short to try it again with another lateral anchor. The surgeon must cut the tapes with a cord cutter on the medial side. We couldn't pull out the anchor. So there are two anchors (1x medial row & 1x lateral row) in the patient without function. We used another medial row anchor and he did the lateral row with his anchor from a competitor. The case was reported to swissmedics. The device is available to be returned for evaluation. Additional information provided by the affiliate reported there was a 30 minute surgical delay due to the reported event. It was also reported fragments were not generated due to the reported malfunction.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: event description: it was reported by affiliate via complaint submission tool the 4.9 healix adv sp peek ce. The surgeon ((B)(6)) placed a medial anchor healix advance 4.5mm br with permatape. He pulled out the permacord suture and just stitched the tape through the tendon. He used for the lateral row the healix advance sp peek anchor 4.9mm 228055 item code and wanted one suture (2ends) through the anchor from the medial row. We could place the anchor on the humerus and mallet the dilator in the humerus bone. The surgeon applied counter pressure and tensioned sutures individually. The first thread from the anchor was engaged with bone. He held the blue paddle with one hand and turned the proximal handle clockwise with downward force to insert the healix anchor. After removing the inserter we realized that the tape from the medial row were cutted and is still in the inserter as loaded. The tapes from the medial row were to short to try it again with another lateral anchor. The surgeon must cut the tapes with a cord cutter on the medial side. We couldn't pull out the anchor. So there are two anchors (1x medial row & 1x lateral row) in the patient without function. We used another medial row anchor and he did the lateral row with his anchor from zimmer. He was very angry and unsatisfied. The case was reported to swissmedics. We planned three further trials tomorrow. But he had no more trust in the anchor and will not accept any further trials. The device is available to be returned for evaluation. Investigation summary: the complaint device was received and evaluated. The anchor and dilator were not returned. Visual inspections on the returned device and provided images by customer show that a tape was stuck between the ring and the driver. The complaint can be confirmed. The complaint for embedded device could not be confirmed since no xrays/CT scan were not provided. Further observation shows that the distal end of the stuck tape is frayed seems like due to breakage. After few attempts tape was able to be pulled/dislodged. The ring was able to be moved forward and backward along with stuck tape. As per discussion with npd engineer, a potential root cause could be user technique issue where excess mechanical force or tension might have applied due to the tape being stuck between the ring and driver during anchor insertion, which could have led to the reported failures. A manufacturing record evaluation could not be performed, since the device lot number is unknown. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.